Manufacturer narrative:
Additional info: visual and optical examination of instrument confirms tip of the tap is cracked; the crack is ~2-3 mm in length and splayed out axially. Tip splay or trumpeting effect and a bent/jammed guidewire is indicative of off-axis use of the tapping instrument with respect to guidewire. The observations are consistent with due to off-axis use of tap with respect to guidewire.

Event description:
It was reported that the patient underwent a posterior minimal access spinal surgical procedure at l4-5. It was reported that the tip of the tap splayed during use with a guidewire. No patient complications were associated with this event.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.